Event description:
The harmonic scalpel in use was malfunctioning. Therefore, the disposable handpiece was replaced and the surgical procedure continued. The scrub nurse observed that part of one of the tips of the malfunctioning harmonic scalpel handpiece was missing.